Manufacturer narrative:
D4, d7a: updated. H4: should be blank. H3 and h6 codes: updated. The suspect pump was returned for evaluation. No applicable event history log was available, and no service history was found within the past 12 months. Visual inspection revealed that the downstream occlusion (dso) seal was delaminated, confirming the complainant¿s allegation. Both the dso seal and the upstream occlusion seal were replaced. Following the repair, the device successfully passed all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing the cadd-solis vip ambulatory infusion pump had lifting dso (downstream occlusion) seal and lens was scratched. The dso seal lifting could result in a pump malfunction or fluid ingression into the pump. There was no patient involvement, and no harm reported.